Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04735. It was reported that a kink and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system (wds) was inserted into a double curve watchman® access system (was). During the procedure the was kinked inside the patient heart near the wds markerband. Due to the location of the kink the closure device was unable to be recaptured. They ended up carefully maneuvering the closure device into the right atrium and ultimately into the inferior vena cava(ivc) before they were able to fully recapture the device. Once they were able to safely recapture the closure device and they establish that there were no complication with the patient and they were able to take up a new sheath and device and proceed with the procedure. No further complications were reported and the patient's status is fine.